Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02333.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing a pod5 coil out of its introducer sheath and into the microcatheter and decided to retract the pod5 coil. Upon retraction, the pod5 coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod5 coil was removed. Afterwards, the physician advanced a new pod6 coil through a new microcatheter and while advancing the pod6 coil into the target vessel, the physician experienced resistance. Subsequently the pusher assembly of the pod6 coil kinked and the physician then decided to retract the pod6 coil. Upon retraction, the physician noticed that the pod6 coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod6 coil was removed. The procedure was completed using other coils and the same second microcatheter. There was no report of an adverse effect to the patient.